Manufacturer narrative:
The customer reported having issue with the central nurse's station (cns). According to the customer, the waveforms are blanking out. The waveforms will disappear and the cns will spontaneously reboot. Per the customer, the issue is intermittent. The issue has been happening for two years according to the nurses. Technical support (ts) is working with the customer to resolve the reported problem. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the waveforms are blanking out/disappearing on the central nurse's station (cns), also the cns will spontaneously reboot. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that waveforms were intermittently disappearing from the central nurse's station (cns) and the cns would spontaneously reboot. The nurse's reported this had been happening for two years. No patient harm was reported. Investigation summary: the device logs were sent in, and the issue was investigated by nkc, who conducted a reproduction test by simulating the environment. They could not confirm the phenomenon of the waveform interruption. Nkc prepared a "wlan transport" environment but verified this without using the "wlan function." Nkc confirmed that this phenomenon occurs and recognizes that the above is an irregular network environment. Nkc received a report of "communication loss." Therefore, it was presumed that the customer's network was not in good condition. Nkc also reviewed each of the logs again. Sn: (B)(6) had evidence of copying the hdd drive over and over again. It does not appear to be a cns that has been set up correctly. Cns operation cannot be guaranteed if it has not been set up correctly using the correct procedure. Based on the above, the root cause is likely related to the hospital's network environment as communication loss events were confirmed. The issue of the disappearing waveforms could not be duplicated during testing by nkc. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6. B6 - b7. D10 attempt # 1: 04/27/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/06/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3 05/12/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that waveforms were disappearing on the central nurse's station (cns) and the cns would spontaneously reboot. There was no patient injury reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that waveforms were disappearing on the central nurse's station (cns) and the cns would spontaneously reboot. There was no patient injury reported.